Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient experienced pain /discomfort at the ipg site. As such patient underwent surgical intervention on (B)(6) 2022 ,wherein the scar tissues were scrapped around the ipg site. Patient does not report any discomfort or pain post procedure.